Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
As reported, in 2008, a planned aortouniiliac procedure was performed by the implantation of a gore excluder aaa endoprosthesis trunk-ipsilateral leg component and contralateral leg component. On five days later, a computed tomography scan revealed that the distal end of the ipsilateral leg of the trunk-ipsilateral leg component was not fully expanded and the limb had occluded. The physician ballooned the device and implanted a cook bare metal stent. The occlusion was successfully repaired and the pt tolerated the procedure.